Event description:
It was reported that the implantable pulse generator (ipg) would not connect to a remote control (rc) or a clinicians programmer (cp), and the patient was no longer getting adequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The ipg was returned for analysis. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the allegation of ipg having difficulty communicating to rc or cp was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources.

Event description:
It was reported that the implantable pulse generator (ipg) would not connect to a remote control (rc) or a clinicians programmer (cp), and the patient was no longer getting adequate pain relief. The patient underwent an ipg explant procedure.